Event description:
Patient' mother contacted dexcom technical support on (B)(6) 2015 to report intermittent vibration on their dexcom receiver on (B)(6) 2015. Additionally, at the time of the call, dexcom technical support advised patient to test the "try it" feature for alert functionality. The patient's mother reported, got both audio and vibration no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).